Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were in a car accident in (B)(6), and since then, the stimulator has been painful. In addition, whenever they stand up, they have to go to the bathroom and they don't keep dry at night. Patient added that they did inform their healthcare provider (hcp) who was told not to worry about the pain as it would go away in time. They are wondering if they should increase or decrease settings to help with frequency. They have access to patient programmer (pp) at the time of the call so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation; the patient was able to increase. It was reviewed that the patient can inform their hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient stated they needed to adjust the strength or program for her interstim because every time she stood up she felt the urgency to go to the restrooms. The patient was transferred to patient services. There were no further complications that have been reported as aresult of this event.